Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -2.00/+1.00/019 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2018. The patient experienced refractive surprise, blurred vision, glare and halos, monocular diplopia, ghosting, rotation: repositioning attempted. Lens repositioned but that did not resolve the problem. The lens remains implanted. Status of the eye: "blurred vision in right eye and halos at night". Additional information provided: "wants replacement of icl in right eye". It was also reported, "this is still under consult so no further updates or intervention decided upon". Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.00/1.00/019 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The patient was complaining of excessive glare/haloes, monocular diplopia and ghosting. Lens repositioning was performed on (B)(6) 2018 to correct 2 degrees of error but symptoms persisted despite correct iol position post op. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code 4581: no code available (ghosting, monocular diplopia). H6 - medical device problem code 2923. Claim# (B)(4).